Event description:
It was reported that there was a complete system explant due to infection at the implantable pulse generator (ipg) pocket. The type of infection was unknown. Culture was taken. Type of organism cultured was not specified. Antibiotic treatment was necessary. It was later reported that patient's wounds were healing well as of (B)(6) 2014. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of the onset of the infection was on 2014-(B)(6). The patient did not have meningitis. There was redness, swelling, pain and left axilla tenderness and erythema as well at the pocket site. The primary location of the infection was at the device pocket. A culture was obtained at the pocket source and the organism cultured as staph aureus. Treatment included both IV and oral antibiotics, and a total device system explant. The infection was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was surgically implanted on (B)(6) 2011 and perioperative antibiotics were administered, ancef igram. The date of onset or diagnosis of the infection was (B)(6) 2014. The patient did not have meningitis. It was noted the patient had a 99.1 degree fever, redness, swelling, and pain. The infection was at the device pocket and a culture was obtained from the device pocket. A light growth of staph aureus was noted. Both IV and oral antibiotics were administered and the device was totally explanted. The infection was resolved. It was unknown what risk factors applied to the status of the patient before implant. The device was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n267547, implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type accessory, product ID 3778-75, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3778-75, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).